Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers failed. A field service engineer removed back panel and performed cleaning on the connection of the controller row board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed. The customer indicated that a delay would occur if the drawer could not be accessed and they would have to go another station to get medication. There were no adverse events or injuries reported based on this event.